Manufacturer narrative:
H10: e1- (B)(6) spain.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "backup alarm failed" error code. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "backup alarm failed" error code. No further details were provided regarding the alleged malfunction. It was noted that multiple parts were listed in the record (data acquisition (da) printed circuit board assembly (pcba) to motor control (mc) pcba cable, power management (pm) pcba, mc pcba, gas delivery subsystem (gds), central processing unit (cpu) pcba. No parts were reported to have been replaced at the time the customer reported the issue. A work order was created for onsite service. The investigation is ongoing.

Manufacturer narrative:
A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "backup alarm failed" error code. A field service engineer (fse) was dispatched, and it was reported that the power switch overlay was replaced to resolve the issue. Further information was requested regarding the repair of the v60 ventilator. Clarification was provided by the fse indicating that during the evaluation of the device, the fse did not observe a "backup alarm failed" error code. In addition, the fse confirmed that the error code was not recorded in the event log. Based on the response provided by the fse, the initial allegation of a "backup alarm failed" error code was not confirmed. The power switch overlay that was replaced resolved a non-reportable issue that was documented in a separate complaint record. The fse completed the necessary device testing and repairs, and it was determined that the system met specification for the performed service and was returned to use. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
H10: a field service engineer (fse) was dispatched, and it was reported that the power switch overlay was replaced to resolve the issue. The fse noted that the correct function was checked, and the system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: corrected health impact grid.